Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The ccd unit was broken. The light guide lens was broken, contaminated, and discolored. There was a crease on the bending tube. There was corrosion on the control unit. The adhere of the bending section rubber had a failure. The insertion tube boot was cut off. There was leakage by the deformed forceps elevator. Electrical connector had corrosion. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that internal parts of the light guide lens have corroded due to entering the water the scope from the leakage location. If additional information becomes available, this report will be supplemented.

Event description:
There was a gap in the adhesive of the distal end. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc checked pictures taken by the repair center and found that not only brown stains such as corrosion products but a large amount of water droplets adhered to the inner surface of the light guide lens. In addition, since air leak from the distal part of the subject device was confirmed, there was the possibility that the internal part of the light guide lens was corroded due to the elapse of time with water ingress from the leak part and the product remained as dirt, and the device may have been used repeatedly without any leaks being detected. The exact cause of the reported phenomenon could not be conclusively determined. However, if the leak test is properly performed after each case, the leak can be detected, therefore the user's handling may have deviated from the instructions for use of the subject device.